Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation found the internal battery caused the system error message. The internal battery was replaced to address this issue. Based on all available evidence and previous investigations of similar complaints, the battery failure was due to a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.